Manufacturer narrative:
Located the bed in bedshop. Technician found the head up did not function. Cause: CPR valve was stuck. Replaced the CPR valve to resolve this issue.

Event description:
Info received that the head up did not work at all. No injury reported.